Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems rec'd a report from germany that a cup burst during use. No injury occurred. The lens cup involved in the incident has not been positively identified as part of the sponsor's lens cae system and is not available for examination. The MFR has implemented corrective actions to prevent recurrence of this event.